Manufacturer narrative:
The insulin pump properly communicated to the test blood glucose meter. No radio frequency communication anomaly noted. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube threads, minor scratched display window and missing the drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the drive support cap is sticking out on the insulin pump. The customer's blood glucose was unknown. The customer's mother stated that the plastic piece where the drive support cap and medtronic sticker are is coming apart. The mother stated that the bottom of the pump is coming off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.